Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a dexcom app crash occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.